Event description:
Pt reported obtaining a blod glucose result of 342 mg/dl, while using the suspect device. At the sate time, pt's blood glucose was reportedly tested on a physician's blood glucose monitor with a result of 114 mg/dl. No pt injury was reported and not treatment was recieved. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacment product was shipped.